Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-11133. It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 38mm in length, concentric, de novo target lesion was located in the non-calcified 3.0mm in diameter right coronary artery (rca). After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a non-compliant balloon catheter at 12 atmospheres. Then a 3.00x38mm promus element¿ plus drug-eluting stent was deployed to treat the lesion and post-dilation was performed with a quantum apex balloon catheter. However, while taking fluoroscopy following post-dilation, a vessel dissection at the distal portion of the stent was noted. A 2.75x28mm promus element¿ plus drug-eluting stent was then deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient was stable and responding well to medicines.